Manufacturer narrative:
(B)(4). Problem of lead suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the suture broke while the physician was pulling the needle through the sacrospinous ligament. The needle was found within the capio device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the condition of the returned uphold (tm) lite with capio slim device confirmed the event. Visual inspection of the mesh assembly revealed that the suture on the blue with white stripe dilator was broken and the suture was frayed at the break. There was a tool mark from the break. The mesh was not returned for analysis. Both sleeves and leader loops were cut. There was blood residue on both sleeves and both sleeves were wrinkled. Functional analysis of the returned capio slim suture capturing device revealed no damage. There was blood residue on the capio device. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the suture broke while the physician was pulling the needle through the sacrospinous ligament. The needle was found within the capio device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.